Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluation the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up but not reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.